Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, damaged cable or exposed wires) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt trunk cable was cut, damaging the can l wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was damaged and experiencing a code 204.